Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured after inflated several times. The device was removed without any problem with the usual method and procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.